Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected varying in impedances from 850 to >2000 ohms on this left ventricular lead.

Manufacturer narrative:
Resolution was requested from the field in which it was reported that thus issue will be further evaluated by the physician in a few weeks. At the present time it was reported that the lead continues to sense appropriately and no adverse patient effects have been associated with this issue. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that this lv was fractured. During the revision the lead was shredded and will not be returned for anlaysis. The device was explanted for normal battery depletion.